Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing disconnecting could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21023143, was performed. The search showed that a total of (B)(4), units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected. The following information was provided by the initial reporter: material #: 2420-0500, batch/lot #: 21023143. It was reported that the tubing is disconnecting. Verbatim: I received another compliant about a failure with this tubing, 2420-0500. This time we had a lot number to go from. Two tubings broke last night on one unit, both from this lot. One was during a chemo infusion, so it caused a chemo spill. ¿after discovering a chemo spill during a chemo infusion on a patient, it was discovered that it was due to defective IV tubing. It was found that the bd primary tubing set was disconnecting at the point where the safety clamp meets the part of the tubing that connects to the patient.¿

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected. The following information was provided by the initial reporter: material #: 2420-0500 batch/lot #: 21023143. It was reported that the tubing is disconnecting. Verbatim: I received another compliant about a failure with this tubing, 2420-0500. This time we had a lot number to go from. Two tubings broke last night on one unit, both from this lot. One was during a chemo infusion, so it caused a chemo spill. ¿after discovering a chemo spill during a chemo infusion on a patient, it was discovered that it was due to defective IV tubing. It was found that the bd primary tubing set was disconnecting at the point where the safety clamp meets the part of the tubing that connects to the patient.¿